Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had and initial right total knee arthroplasty on (B)(6) 2013 and then approximately 9 years, 3 months later experienced a revision surgical procedure on (B)(6) 2023. Patient revised to a competitor¿s devices.revision operative report of (B)(6) 2023-right revision total knee replacement including tibia, patella and distal femoral replacement. Postoperative diagnosis: loose femoral component with massive osteolysis and loose tibial polyethylene. Indication: right knee pain and instability secondary to loosening of femoral component with massive osteolysis. Procedure: upon entering the joint straw-colored fluid was encountered, sent for culture. Abundant synovitis was removed en bloc and sent to pathology. Femoral component was noted to be grossly loose and there was massive osteolysis involving the entire lateral femoral condyle which was collapsible with minimal pressure this extended up into around the anterior flange of the femoral component. The tibial bearing surface was grossly loose and was sliding on the tibial tray. This was removed. The tibial component was removed. There was a semi contained defect that was above the medial tibial. Components were trialed and then devices were implanted. Dressings and compression wrap were applied. The patient was taken to the recovery in satisfactory condition. Patient to be admitted for postoperative care. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, patellar loosening, disassociation and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.